Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/07/2018. The customer moved the cable connected to the nurse call and the unit worked, unit now passes the test. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator failed the remote alarm test. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.